Event description:
It was reported that the burr was fractured. A 1.50mm rotalink burr was selected for use. During procedure, it was noted that the burr was fractured. The procedure was completed with a different device. No complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned complaint device consisted of the sheath and housing of the rotalink burr catheter. The handshake, coil and burr were not returned for analysis. The sheath and housing were visually examined. There are numerous sheath kinks. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr was fractured. A 1.50mm rotalink burr was selected for use. During procedure, it was noted that the burr was fractured. The procedure was completed with a different device. No complications reported and the patient was stable.